Manufacturer narrative:
(B)(4). A batch review was performed with no defects noted. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill. The baxter technical service representative had the home patient push and twist the spike in the heater bag and restart fill. The hc went back to last fill, warming the solution. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should the sample become available, a follow-up report will be submitted.